Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse reported a customer was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer experienced unspecified symptoms of hyperglycemia and was treated with "rapid insulin" (dose unspecified) via injection. No further treatment was reported. There was no report of death or permanent impairment associated with this event.